Event description:
The manufacturer received information regarding a dreamstation bipap st30 . The device was returned to a third-party service center. During visual inspection of the device, power connector of the unit is corroded. Lastly, the device was scrapped. This report is being submitted for the corrosion found on the power supply during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.